Event description:
It was reported that a pt underwent a gynecological procedure in late 2007. During the procedure, the disposable hand piece was difficult to connect to the motor drive unit. The customer was able to adjust cpc connector on the front of the unit enough to insert the disposable hand piece. The customer stated that he had to bend the motor bracket to allow the disposable hand piece to line up. The case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Damage to drive connector/coupling . Conclusion: the actual device involved in this event was returned for evaluation. The visual inspection identified that the cpc connector was not at the twelve o'clock position and was misaligned making it difficult to insert the disposable hand piece.